Event description:
It was reported that the patient presented in the emergency room with a rate of 30 bpm. An EKG strip showed no pacing spikes though capture was at 0.75 v. The lead exhibited oversensing when manipulated near the terminal pin. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.